Event description:
Arjohuntleigh rep was informed that during repositioning the pt over the bed at full height, the lift tipped over to one side catching the attendant foot under the lift. In consequence of the event the caregiver received hematoma on left foot. No injuries were sustained by the pt.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).